Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead has exhibited gradually increasing pace impedance measurements since implant and is now exhibiting high out of range measurements. All other lead measurements are stable. An x-ray was performed, however it did not show any findings. The lead remains in service, and the physician plans to continue monitoring the lead. No adverse patient effects were reported.